Event description:
It was reported the patient is unable to communicate with her ipg using her charger. The patient is no longer receiving stimulation. A replacement charger was unable to resolve the issue. The patient stated she had suffered a fall recently. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.